Event description:
It was reported that the cobra grasper instrument would not open and close. It was also reported that the shaft of the instrument had been damaged. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the grips to open and close properly on the system. Movement in all axes were found to be intuitive with a full range of motion. The distal end of the main tube has various deep scratches, causing white marks on the tube. No other damage found.